Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information received indicated that the patient remained in-patient until receiving a heart transplant on (B)(6) 2014.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced audible and visual red heart and low speed alarms while connected to the power module, occuring on the pt's primary and backup system controllers. Log files submitted to the MFR confirm pump stoppage, low flow, and low speed alarms. X-ray images indicate the pt has had a previous clamshell repair and although nothing can be seen underneath the clamshell, it may be an area of concern. The pt has been admitted to the hosp and is awaiting a heart transplant.

Manufacturer narrative:
There were no device-related issues discovered during the evaluation of the left ventricular assist device (lvad). Based on the manufacturer¿s past experience and similar reported events, the ¿low speed¿/¿low flow¿ alarms, power elevations, and pump stoppages that were confirmed via the log file evaluation could be indicative of a potential driveline issue. However, the device was returned assembled with the driveline cut approximately 8¿ from the pump housing and the distal portion of the driveline was not returned for analysis. The inflow conduit (inlet tube, flex section, and inlet elbow) was also not returned for evaluation. The sealed outflow graft, outflow graft bend relief, and outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Analysis of the sealed outflow graft and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.